Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced incontinence. Patient had revision surgery (B)(6) 2008. No other information is available.